Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/26/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/07/2014 with the following findings:the pump black box history showed no evidence of loss of prime or loss of cartridge detection however, the pump history confirmed the reported low prime volumes. During testing, the rewind, load, and prime steps were performed successfully without alarms. The pump force sensor was tested and was confirmed to be detecting the correct force appropriately. The pump was opened and no damage was observed to the pump force sensor. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas. During a review of the pump the reporter indicated having low prime volumes from the pump and confirmed that drops were seen coming from the end of the tubing during the prime step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.